Event description:
It was reported that 45 minutes after initiating ECMO, blood was observed dripping from the gas outlet. The device was replaced 30 minutes later with another device that exhibited the same symptoms. The second device did not leak as much as the first device, the parameters were not out of the norm, so the device was not replaced. ECMO continued with the second device. The pt was weaned from ECMO on the morning of (B)(6) 2014. Blood loss was very slight. No pt effect reported. ECMO - extra corporeal membrane oxygenation. This event is related to medwatch report # 8010762-2014-01391 for the first device. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new info becomes available. Additional info: the product mentioned is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510 (k): k101153.